Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation received alleging that the patient suffers from pain and excessive chromium cobalt levels. Update: (B)(6) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dob and part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update: (B)(6) 2013 - sales rep reported revision procedure. There was no new information that would affect the outcome of the investigation. Update: medical records received (B)(6) 2013. Revision operative report indicates the following: pain; elevated metal ion levels; extensive pseudotumor around the acetabulum; large cyst in base of pubic bone; large cyst in posterior wall extending down toward ischium; small amount of hip effusion; metal debris; fretting; no bone ingrowth on back of cup; sclerotic bone in acetabulum. The adapter sleeve and femoral head added to complaint.